Manufacturer narrative:
(B)(4). A device history record (DHR) review was performed by the customer quality engineer on the 06 june 2016, and no discrepancies were recorded during the manufacturing process in relation to the alleged issue.

Manufacturer narrative:
(B)(4). Additional information received: small hiatus hernia due to band sliding. Band removed.

Event description:
It was reported that the patient have received at least one port replacement and are in observation. There are no other details available at this time.

Manufacturer narrative:
(B)(4).